Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-capture. After opening the pocket, it was observed that both leads had what appeared to be a severe kink in them and what appeared to be compromised to the insulation. Both leads will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of improper insertion depth of the lead terminal into the device header as indicated by the set screw marks on the terminal end/spring contact marks on tecothane. The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-capture. After opening the pocket, it was observed that both leads had what appeared to be a severe kink in them and what appeared to be compromised to the insulation. Both leads will be returned. No additional adverse patient effects were reported.